Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. An attempt was made to deploy a 3.00x12mm promus element plus stent into the target lesion. As the balloon was inflated to deploy the stent, a leak was noticed. A hole in the balloon was seen after it has been removed. A balloon rupture was noted to be the cause of the leak. The stent was postdilated with another balloon. No patient complications were reported and the patient's status was listed as fine.

Manufacturer narrative:
(B)(4). Device returned to manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).